Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging device has strange odor. There was no report of medical intervention. There was no report of serious or permanent harm or injury. The manufacturer's investigation is going. A follow-up report will be submitted when the manufacturer's investigation is complete.